Event description:
It was reported that episodes of non-sustained rv oversensing due to possible myopotentials was observed. Programming change was made, but the same oversensing continued to be seen. Further programming change was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.